Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and was evaluated. Operational and diagnostic analysis confirmed reported issue of the shaver cutting out due to intermittent shorts in the cable. The unit was heavily corroded internally, causing damage to the motor and pcb. Device disassembled and decontaminated during initial evaluation. Performed repair as identified in the investigation to address the reported issue by replacing the cable assembly. The motor and keypad pcb were replaced due to corrosion. Performed replacement of internal seals and valve screws. Performed decontamination of spare parts prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Fluid ingress into the system and contact with the motor and the pcb has the potential to cause corrosion of the motor and pcb. Given the information provided we cannot discern a definitive root cause for the intermittent shorts in the cable. A manufacturing record evaluation was performed for the finished device (serial: (B)(4)) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that micro tornado handpiece with hand control keeps cutting out. There was no patient harm or delay reported. The procedure was completed with a different shaver. Additional information provided by the affiliate reported that the alleged malfunction occurred intra-op during a shoulder arthroscopic procedure.